Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per (B)(4) standard operating procedure since the iabp was manufactured more than a year before the date of event. A (B)(4) field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that the solenoid driver was the reason for the failure. Subsequently, this solenoid was replaced under (B)(4) in (B)(6) of 2018. To fix the issue, the fse replaced the solenoid driver, and performed all functional and safety checks to meet /and met factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while the customer was performing service testing, the cs100 intra-aortic balloon pump (iabp) a system failure alarm occurred. There was no patient involvement and no adverse event was reported.